Event description:
It was reported that the insulin pump alarmed no delivery during basal/ bolus/ fixed prime and some scratches on the inside of the reservoir chamber. Troubleshooting was done. The insulin pump is working as designed. Customer stated that the had physical damage on the piston. Advised customer the sets would be replaced. Customer's blood glucose was 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and belt clip slot and with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.